Manufacturer narrative:
(B)(4). Age was not provided event date unknown brand name unknown device product code unknown device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown device has not yet been returned to manufacturer.

Event description:
It was reported that unknown healing abutment did no seat in the implant. The dentist doesn't no believe that the implant has an issue because the transfer mount fit. Another healing abutment was placed.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.